Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn 43397) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.